Event description:
After device turning on device failure 444005 and te 246007 occur. We can't dowload the log files, because flash stick isn't available and can't be found by device.

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.